Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was investigated.  Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board.  High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was investigated.  Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. Device manufacturer date: monitor: 11/17/2015, electrode belt: 11/12/2010.

Event description:
It was reported that the patient passed on (B)(6) 2020 at approximately 12:30am. It was reported that the patient was at home at the time of passing and that the patient's passing was cardiac related. The patient's wife reported that the patient was sweating and shaking and lost consciousness. The device then entered the treatment sequence and shocked the patient. The patient's wife reported that the lifevest treatment brought the patient back but he was not stable enough to maintain that state. After the lifevest defibrillation, the wife performed CPR on the patient until ems arrived. The monitor and electrode belt were recovered from the field. Due to the monitor device malfunction of being unable to power on, there is no download data available surrounding the death. The last download occurred on (B)(6) 2020, prior to the patient death. There is no download data available surrounding the death. The device flag data from the last download ((B)(6) 2020) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. No indication at this time that the device caused or contributed to the patient passing. Attempts are underway to obtain more flag information from the patient's monitor. A supplemental MDR will be submitted if additional information can be obtained.